Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: medical device problem code a0401 captures the reportable investigation result of fiber broken within the sma connector. Block h10: investigation results: the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 312.5 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition. There was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported complaint of "the fiber became ineffective in firing and stopped until it came to a complete stop" was confirmed. Laser fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Additionally, the IFU states, in the event of reduced or no laser energy output during application the fiber connector may be hot to touch. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction to field h10: additional MFR narrative based on the review on the complaint on october 8, 2021.

Event description:
It was reported to boston scientific corporation on march 26, 2021 that a flexiva 200 laser fiber was used in a ureterolithotripsy procedure performed on (B)(6) 2021. During the procedure, the fiber became ineffective in firing and stopped until it came to a complete stop. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: this event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the sma connector. Please see block h10 for full investigation details.

Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). Investigation results the returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured 312.5 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 4 mm and appeared in good condition. There was distorted light from the sma connector, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported complaint of fiber degraded was not confirmed. The laser fibers are consumable devices and expected to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on march 26, 2021 that a flexiva 200 laser fiber was used in a ureterolithotripsy procedure performed on (B)(6) 2021. During the procedure, the fiber became ineffective in firing and stopped until it came to a complete stop. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: this event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the sma connector.